Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to the discovery of an erosion through the esophageal lumen of one linx device bead. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2011 by (B)(6). The patient began experiencing difficulty swallowing 2 weeks leading up to device explant. Esophagogastroduodenoscopy (egd) on one week prior to explant visualized one bead eroded through the esophagus. The linx device was intact. The entire linx device was explanted laparoscopically on (B)(6) 2018 by dr. (B)(6). A fundoplication was performed at the time of explant.